Event description:
Caller tested 3.9 inr on the coaguchek xs system and 2.6 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.